Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a ¿pixelated¿ issue could not be confirmed through this evaluation. Additional information indicated the issue did not occur again and the unit will not be returning for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system monitor (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Heartmate (hm) ii instructions for use (IFU) (rev c), hm3 IFU (rev b), has details on the proper use of the system monitor. If the system monitor does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor was pixelated and was subsequently taken out of use. The system monitor was taken to the hospital's biomedical engineering department for further evaluation. The issue resolved.